Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level went as high as 550 mg/dl. Customer experienced dizziness and treated their high blood glucose via medical daily insulin. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm issue was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised the insulin pump worked properly as designed. Customer was advised a tubing clamp would be sent out in order to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.